Manufacturer narrative:
This evaluation revealed the set screwdriver received to be as primary product. A review of the manufacturing documents revealed no deviation for the returned instrument. Catalog number identified the set screwdriver returned being of old design version. The scratches observed on the upper metal part of the shaft indicate contact between target device and set screwdriver during surgical procedures when the set screwdriver is being turned under misalignment to the position of the target device. The found deformation (uncoiling of 1 winding) of the device was caused by applying too high torsional load in counter-clockwise direction onto the set screwdriver. A pre-damage had most likely already occurred in former explantation surgeries. The issue is not device related but rather related to sub-optimal intra-operative procedure in former explantation surgeries. The silicone which normally covers the spring had been totally removed. Thus the design of the device was changed which is not intended. This device should not have been used any longer. This product was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 8 years) we pre-suppose that the set screwdriver had fulfilled its tasks in former surgeries as intended and suffered finally due to fatigue of material. This kind of instrument should be periodically visually checked and tested for functionality. The checking of instruments prior to a surgery is requested in the instructions for use.

Event description:
During the case dr noticed that the tip of the set screw screwdriver where the metal weaving is located was starting to come apart. There are little pieces of the weaving that is coming undone. He was able to complete the case successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the case doctor noticed that the tip of the set screw screwdriver where the metal weaving is located was starting to come apart. There are little pieces of the weaving that is coming undone. He was able to complete the case successfully.